Manufacturer narrative:
Updated fields: b4, d4 (unique identifier UDI), d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. Corrected field: h6 (medical device problem code). The UDI is currently incomplete as the lot number has not been provided. Customer said she resolved the gas loss alarm using the fill key after checking the connections. Esp member verified there was no blood or discoloration in the helium tubing, reviewed the proper way to resolve this alarm: check the helium tubing for blood or discoloration, press the iab fill key for 2-3 seconds, press start, and check the helium tubing again. We reviewed the nature of this alarm and different clinical possibilities. There was no obvious clinical explanation for the alarm at that time. Esp member encouraged customer to call back should the alarm go off several times in an hour so we could troubleshoot it together. Esp member collected product surveillance information.

Event description:
It was reported by customer that during use the sensation plus 50cc (iab) had gas loss alarm issue. (B)(6) an rn in the ccu, called in to request assistance with a gas loss alarm. She stated the alarm had occurred a few times over the last 24 hours but on 2 different occasions on her shift. (B)(6) said she resolved the gas loss alarm using the fill key after checking the connections. I verified there was no blood or discoloration in the helium tubing. I reviewed the proper way to resolve this alarm: check the helium tubing for blood or discoloration, press the iab fill key for 2-3 seconds, press start, and check the helium tubing again. We reviewed the nature of this alarm and different clinical possibilities. There was no obvious clinical explanation for the alarm at that time. I encouraged to morgan to call back should the alarm go off several times in an hour so we could troubleshoot it together. I collected product surveillance information. She was very appreciative of the assistance. The complaint was received through a direct call from the customer to the emergency support program. No harm or injury to the patient was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields- b4, g3, g6, h2, h11. Corrected fields- h6-type of investigation. Since lot number was not provided, complete UDI, manufacturing date and expiry date are not available.